Manufacturer narrative:
Evaluation: brake adjuster, release paddle.

Event description:
It was reported by service report that the stretcher is broken. The brakes not working on head end due to broken brake adjuster and the head end jack is not lowering. No pt involvement or adverse consequences are reported.